Manufacturer narrative:
One mammomark marker was placed at the time of the initial biopsy, the procedure was completed with no known patient hypersensitivity or immune response at that time. A foreign material presented in the body has the potential to create an immune response. The feedback rate of reported potential hypersensitivity or foreign body reaction for the product family is less than 0.001%. The IFU contains a statement in the warnings and precautions section regarding potential hypersensitivity or an immune response as: "though rare, hypersensitivity or an immune response to the mammomark device may occur. The safety and efficacy of the mammomark device have not been established for patients who have known allergies to bovine products, collagen and/or collagen products. The physician should closely monitor and treat accordingly." The tip was removed in a subsequent procedure. No additional patient information is available at this time. No further product investigation will be performed. The failure mode, however, will be monitored in both the complaint system and in MDR metrics. Device discarded by customer.

Event description:
The affiliate reported that the patient has been complaining about a potential allergy for mammomark (mmk0802) with significant effects on her health and mental state. The marker was removed from the patient on an unknown date.